Event description:
Covidien dover silver coated 100% silicone urine meter foley tray - drainage bag leaking urine, unable to locate exact source. Drainage bag needed to be exchanged. Ref# 7006icll, lot# 2223120264, exp date: [redacted date].